Manufacturer narrative:
Patient information, patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed a false negative sars-cov-2 igg result generated on the architect i1000sr processing module for a (B)(6) year old male patient. The following data was provided (reference range: less than 1.4 s/c = negative): (B)(6): sample collected on (B)(6) 2020 and processed on (B)(6) 2020 initial result = 0.45 s/c (negative), repeat with covidar (elisa) igg = positive, pcr = positive. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on june 26, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2020-00078 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. Refer to MDR 1415939-2020-00078.